Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip bent, causing side to side misalignment of grips preventing from closing properly. There was a .111 offset at the tips, indicating overloading at the tip. The electrical continuity test was performed and passed. Failure analysis concluded that the damage was likely due to mishandling. Failure analysis investigation also found a frayed pitch cable at the distal idler. There was no damage on the clevis. There were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. No other damage was found. Failure analysis concluded that the indentations were likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, the fenestrated bipolar forceps instrument tips were not closing. Another instrument was used to complete procedure. There was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.